Event description:
It was reported the patients lead displays high impedance resulting in ineffective stimulation. As a result, surgical intervention was undertaken wherein the lead was explanted and replaced resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.